Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that the patient was receiving infusions of norepinephrine at 0.07 mcg/kg/min, precedex at 1 mcg/kg/hr., and normal saline "push" at 1 ml/hr. Vial channels attached to the same alaris 8015 pc unit. The device reportedly began alarming "communication error, but it was unclear if all infusions had already stopped. The power button was flashing, so the user pressed it, and the pcu turned off. The user then restarted the device while urgently calling the physician to the bedside. All infusions were restarted simultaneously because no other pumps were available in the room at that time. A new alaris system was obtained, and all infusions were slowly transferred to the new device as stability allowed. Bd received additional information through due diligence attempts. It was reported that there was no patient harm. The customer is requesting the manufacturer to determine "whether the infusion should have continued in this case, no matter what? (Error 800.8000.0)". The customer is requesting for log interpretation and identify the potential causes of the error 800.8000.0.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of the suspect pcu alarmed communication error was confirmed through the review of the pcu and syringe modules logs, however, the error was not replicated during the laboratory testing. A test infusion was performed for 12 hours. The infusion was completed successfully with no irregularities observed, and no errors displayed. The testing observed the suspect pcu passing alaris system preventive maintenance test. The review of the pcu error log, identified error code 800.8000 (general os failure) that occurred on the reported event day, at 6:34 pm ten (10) times. A review of the pcu event logs, on 14 february 2025, at 10:57 am, the pcu was powered on, the profile in use was identified as ¿critical care/or¿, on channel a, a guardrails drugs norepinephrine infusion was programmed with the following parameters: drug amount of 200mcg, diluent volume of 1ml, patient weight of 52kg, concentration of 200mcg/ml, rate of 2.808ml/h, volume to be infused (vtbi) of 46.6756ml and dose of 0.18mcg/kg/min, the infusion was started. On channel d, a basic infusion was programmed at a rate of 1ml/h and vtbi of 53.9987ml, the infusion was started. At 12:13 pm, on channel a, the user selected delay of six (6) hours and at 3:13 pm, on channel d, the user selected delay of four (4) hours. At 5:37 pm, on channel a, the user selected setup and updated the dose to 0.29mcg/kg/min, and the infusion was started, then selected delay of fifty (50) minutes. On channel c a guardrail drugs dexmedetomidine (precedex) was programmed with the following parameters: drug amount of 4mcg, diluent volume of 1ml, patient weight of 55kg, concentration of 4mcg/ml, rate of 13.8ml/h, vtbi of 47.9272ml and dose of 1mcg/ml, the infusion was started, then the user selected delay of fifty (50) minutes. At 5:42 pm, on channel a, the delay was cancelled, and the infusion was started, with a primary volume infused (pvi) of 3.5307ml. The user pressed channel off on channel b. On channel c, the delay was cancelled, and the infusion was started with a pvi of 0ml. On channel d, the delay was cancelled, and the infusion was started with a pvi of 4.2474ml. At 6:22 pm, on channel a, the user updated the dose to 0.25mcg/kg/min, and the infusion started with a pvi of 6.4501ml. Bd alaris¿ pcu unit system error tip sheet states when software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Note to repair center: the suspect pcu was disassembled, please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the probable root cause of the reported that the pcu alarmed communication error is attributed to the occurrence of system error code 800.8000 (general os failure). The error code could not be replicated during laboratory testing. Note that this report lists imdrf annex a1801, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that the patient was receiving infusions of norepinephrine at 0.07 mcg/kg/min, precedex at 1 mcg/kg/hr., and normal saline "push" at 1 ml/hr. Vial channels attached to the same alaris 8015 pc unit. The device reportedly began alarming "communication error, but it was unclear if all infusions had already stopped. The power button was flashing, so the user pressed it, and the pcu turned off. The user then restarted the device while urgently calling the physician to the bedside. All infusions were restarted simultaneously because no other pumps were available in the room at that time. A new alaris system was obtained, and all infusions were slowly transferred to the new device as stability allowed. Bd received additional information through due diligence attempts. It was reported that there was no patient harm. The customer is requesting the manufacturer to determine "whether the infusion should have continued in this case, no matter what? (Error 800.8000.0)". The customer is requesting for log interpretation and identify the potential causes of the error 800.8000.0.